Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed.

Event description:
It was reported that during a procedure for a right pulmonary artery pseudoaneurysm, with access from the neck, the coil was deployed; however, physician was unsure if it would fit in the desired area. An attempt was made to back the coil out; however, the pusher wire broke, and the physician was able to snare the loose proximal portion of the coil and remove it in its entirety. There was no reported patient harm.